Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effect of dissection, as listed in the rx zeta instructions for use, is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified and 90% stenosed proximal right coronary artery. A 1.5 x 8 mm and a 2.5 x 8 mm mini trek were used for pre-dilatation. Both devices were inflated to 12 atmospheres. A 4.0 x 18 mm zeta was advanced to the lesion and deployed at 12 atmospheres. When deflating the zeta, a dissection was noted at the distal segment of the stent implant. A 3.5 x 15 mm zeta was used to cover the dissection. Timi iii flow was achieved and there was no residual stenosis. There was no clinically significant delay. No additional information was provided.